Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for investigation. Upon evaluation of the sample, it was connected to a new arterial set as only the spike line was returned. The line was leak tested with leakage observed at the connection of the spike line into the arterial set. A second arterial set was used to ensure that the arterial line was not the cause of the reported issue. Leakage persisted. It was determined there was an issue with the connector at the end of the spike line. Therefore, the reported concern was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. The supplier performed a manufacturing and documentation review against the reported batches utilized in the assembly of the finished good with no deviations identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: streamline airless set for fresenius 2008 ref # (B)(4) 8mm blood line set (lot# 0061964540) has a defect. The defect is at the connection where the short saline line attaches to the rest of the blood line set (green cap) on the short saline side. The connection is not airtight allowing air to enter the system at pt startup. Air does not enter the system during prime because the atrial side of the system is under positive pressure during priming and recirculation with the saline clamp open. This is a serious problem and has occurred at least 5 times in our clinic alone in the last 2 months with blood loss with other occurrences in nearby clinics as well.